Event description:
Claims that the left knee failed; resulting in revision knee surgery. The patient is an ex-football player and wrestler. He has had numerous knee injuries and several knee surgeries on both knees.